Manufacturer narrative:
The quick adapter was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report, I will file a supplemental report.

Event description:
It was reported that "while trying to rescue pt, when the charge was hit quick connector made popping noise smoke came out of connecotr. No pt injury."